Event description:
A rep from another MFR reported that a pt had experienced fibrillation while undergoing an ep procedure. At the time of the incident, co's stimulator was connected to another MFR's recording system. The unit was also reportedly connected in parallel with a 2nd co's ablation system. The pt reportedly suffered no add'l adverse effects and no injury was reported. The connection of concomitant equipment was not made in accordance with co's labeling. Co has provided the user w/info regarding this connection. Co has not concluded that the reported fibrillation is related to the use of the stimulator.